Manufacturer narrative:
Device evaluation: visual inspection showed the 1/2 inch tubing was removed from the connector. The specification does not show any connectors. Reason for return was undetermined for bonding solvent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the customer encountered a leaking connection in one of their arterial boots, post pump. It was at the 1/2" x 3/8" reducer attachment point. The leak began while they were on bypass and it was dripping at a rate of approximately one drop every 3 to 5 seconds. The customer added a tie-band to the connection and this stopped the leak for the remainder of the case. Following the case, the customer removed the tie-band that they applied and they found that the manufacturer placed tie-bands were able to slide away from the connector. They found that the tubing was able to be pulled off of the connector by hand. The customer was under the impression that these connections were bonded but this piece definitely was not. The customer has not experienced this issue with any other devices to date. There was less than 10mls of blood loss because of the leak. An unplanned blood transfusion was not required. The device was used to complete the procedure. There was no adverse patient effect associated with this event.